Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the battery pack was replaced. The device was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2013, a rotaflow unit (console serial number (B)(4) and drive serial number (B)(4)) was used under main power and needed to change to battery mode. The perfusionist switched off the current break and then disconnected the main power (to prevent against an electrical shock while disconnecting the main power line). The unit seemed to have switched to battery mode after that. The perfusionist heard an acoustic alarm and found a message "battery out" on status display after a short period of time. The unit was powered off. The perfusionist connected the power line again and turned on the unit. The unit ran normally under main power again. (B)(4).